Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment. No relevant manufacturing issues were identified as all units met specifications. The device was inspected and it was found that one of the set screws was fractured. The plausible root cause of the event is determined to be use error.

Event description:
It was reported that "when trying to move the crosslink after placing it on the construct, it appears that either the hexdriver stripped or the locking screw stripped out. As a result, we had to remove the rod and manually slide the connector off the rod. Upon grabbing a replacement connector, it was found that the new connectors locking screw was cracked. The surgeons believe that may have been an issue with the first connector."

Event description:
It was reported that "when trying to move the crosslink after placing it on the construct, it appears that either the hexdriver stripped or the locking screw stripped out. As a result, we had to remove the rod and manually slide the connector off the rod. Upon grabbing a replacement connector, it was found that the new connectors locking screw was cracked. The surgeons believe that may have been an issue with the first connector."